Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -6/+4.5/093 diopter, in the patient's right eye (od). On (B)(6) 2016 the lens was torn before injection into the eye. The lens was not implanted. As of the date of MDR submission, the lens has not be returned yet.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens and a cartridge were returned in cartridge case inside a bag. The lens was returned dry and visual inspection found no visible damage to lens and debris and residue on lens surface. The cartridge was returned dry with clear surgical residue on product with no visible damage to lens. (B)(4).